Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper was unable to be straightened when removing from the trocar. The procedure was completed with no reported injury. Isi followed up with reporter and obtained the following information: the tip up fenestrated grasper's jaws could not be straightened when the surgery was over and could not be removed from the cannula. Thus the cannula as well as the instrument was removed and sent back for failure analysis. There was no fragment fall in patient event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis. A piece measuring proximately 0.092 x 0.161 was not returned with the instrument. The root cause of this failure is associated with mishandling/misuse.